Event description:
After initial intubation with the endotracheal tube, the patient was unable to ventilate after connecting to the circuit. Crna and anesthesiologist extubated and re-intubated the patient 3 times. On third intubation, a new endotracheal tube was used. Oxygen saturation dropped to 87%. The patient was placed on ambu bag with 10 liters of oxygen and ventilated well with oxygen saturation increasing to 97%. After checking the anesthesia circuit, the t-piece/adapter (where endtidal co2 connects) was found to be occluded. A new circuit was obtained and the patient was ventilated without any further problems. There was no patient injury.